Event description:
It was reported via our sales rep that "due to the loosening of the tibial plateau, a revision surgery became necessary." Further, the surgeon noted that the cement adheres very good on the femur component. There is no adhesion of the cement to the tibial component. The connection of the bone and the cement was very good.

Manufacturer narrative:
An investigation of the incident shall be performed in an attempt to identify the cause of the reported event, but information is not available at this time. When it becomes available, a supplemental report will be issued.